Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the physician was reviewing the transmissions on merlin.net, when he noticed an alert for out of range high voltage impedance. The physician scheduled a follow up and decided to continue monitoring the patient. The lead remains in service.